Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: generalized illness h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 375cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with autoimmune issues and breast implant illness after consulting with a medical professional due to undisclosed symptoms. As a result, the patient underwent bilateral breast implant removal without replacements on approximately (B)(6) 2020. The date of implantation was provided to mentor as a best estimate. The date of event was not provided to mentor. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. Follow-ups were not performed per the patient's request. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-12794 for the contralateral event.